Manufacturer narrative:
Date received by MFR: 18nov2019. The manufacturer¿s international service technician reported that the customer found other resources to complete the repair of this device and confirmed that the device was returned to normal use. No service was rendered by the manufacturer. No further repair details were provided. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019.

Event description:
The customer reported that the ventilator produced an alarm. The nature of the alarm is currently unknown. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.

Event description:
The customer reported that the ventilator produced an alarm. The nature of the alarm is currently unknown. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm. Patient information: age: 78 years; gender: female; weight: 168cm and height: 55kg.

Manufacturer narrative:
Date rec¿d by MFR: 30oct2019. Date of report: 31oct2019. Additional information was received that the reported alarm refers to the back-up alarm failure. No medical intervention was required as a result of this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.